Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
During tlif surgery, surgeon implanted a me517 7mm tlif bone graft. Bone graft migrated into foramen. Patient had a second procedure and graft was drilled down. Patient had a third procedure to retrieve broken bone graft. No patient injury or surgical delays reported.